Event description:
Had difficulty advancing catheter initially. In 2001 the product had to be repositioned. The next day the tip went jugular, broke completely off at the hub, nursing staff called IV dept when they couldn't locate the catheter in pt. The hub was found underneath pt disattached from the catheter. Catheter was still in the vein.